Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat an eccentric lesion in the left circumflex artery with mild tortuosity and moderate calcification that was 90% stenosed. A 2.25 x 38 mm xience sierra stent delivery system was advanced to the target lesion with resistance. It was further reported that the device was prepped (air aspiration) inside the patient. Then during inflation, the balloon was inflated twice at 10 atmospheres for 20 seconds, but the balloon did not inflate sufficiently. The sierra stent was placed in the target lesion with insufficient dilatation, and therefore post-dilatation was performed with an unspecified balloon dilatation catheter to successfully deploy the sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issues were confirmed. The reported physical resistance and difficulty to deploy could not be tested due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system (eecss), instructions for use lists preparation to be performed prior to delivery procedure. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.